Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 74002, lot# n312058, implanted: 2012 (B)(6); product type adapter product ID 3998, lot# l85281, implanted: 2002 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).

Event description:
It was further reported that the cause of the event was a fall. It was confirmed that the patient felt stimulation in the wrong location. The issue was due to lead migration/dislodgement. The physician had no further info.

Event description:
The patient experienced stimulation in the wrong location. On (B)(6) 2014, the patient fell in the bathroom along the side of the tub. Since the fall the patient¿s stimulation has changed. The patient was only getting stimulation on the inner part of her left leg. Prior to the fall stimulation was in the whole left leg. The stimulation was working but not in the right area. The patient went to the ER and they did x-rays and a CT scan. The patient followed up with her doctor yesterday and the ins looked fine. The patient only had 2 leads working and she never messed with it. The ins was reprogrammed a year ago and it had been working well until about a week ago when she fell. It was additionally reported that the patient needed to meet with a company representative to have her device checked and reprogrammed. The therapy was not working as expected. Additional information has been requested.